Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the insulin pump requires brand new or fully charged batteries to work effectively. The customer states the battery was not previously used and battery cap was not loose, cracked or damaged. Insulin pump needed to be replaced and also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. Device was received with faded end cap address label. (B)(4).